Event description:
It was reported the system displayed an intermittent communication failure message. This may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc computer was evaluated and replaced and the software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.